Event description:
The user received questionable glucose, calcium and creatinine results for one patient sample. Of the data provided, the glucose result was discrepant and reported outside the laboratory. All results are in mg/dl. The initial result was 1346.9 with a data flag and was reported outside the laboratory. The sample was repeated on the same analyzer with a 1:10 dilution and the result was 1608.7. The sample was repeated two additional times with results of 298.5 and 384.6. The sample was then repeated on an I-stat analyzer and the result was 95.7 and reported as 96. The patient was not adversely affected. The glucose reagent lot number was 63298901. The user checked the syringes and noted that one of the wash syringes was disconnected. He connected it, primed the fluids and ran quality control. The user then repeated the patient sample and the result was 95.7. The user declined a service visit as he believed the issue to be corrected.